Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(4) implanted: (B)(6) 2017. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient communicated to the emergency room hcp that the patient does not believe the pump was audibly alarming but the pump was "not working". The patient stated that it was not working at their last doctor's appt. The hcp stated that due to symptoms the patient feels the pump was not working and they would like the pump interrogated. Additional information received from a healthcare provider (hcp) reported that at the patient's last visit to the clinic for refill, the patient had increase in volume discrepancy and complaint of increased pain. The patient was sent for a dye study which showed that the catheter needed revision. Oral medication was provided to the patient per prescription from the physician while the patient was awaiting revision surgery. The patient took all of the medication and went to the emergency room in pain. The patient returned to clinic on (B)(6) 2022 for pump refill and oral medication to help patient until the surgery. At the pump refill on (B)(6) 2022, the patient experienced withdrawal symptoms as they ran out of oral pain medication and pump was not delivering medication due to catheter issue. Hypertension, tachycardia, flushing, gi symptoms, tremors. A prescription was provided for pain medication to supplement until surgery. A myelogram was done which showed that the catheter needed to be replaced. The hcp reported that contributing factors included the patient stating they had a fall when asked at their visit on (B)(6) 2022. Catheter revision was scheduled for (B)(6) 2022.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2017, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) reported that the patient weight was 240 lbs.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) reported that the catheter needed to be replaced because it was unable to aspirate catheter access port (cap). It was noted that patient has not had a refill since catheter replacement. Refill appointment is scheduled for (B)(6) 2022. Patient is doing well, no complaints. The hcp stated the patient hypertension, tachycardia, flushing, gi symptoms, and tremors reported previously may have been related to the catheter issue. The patient was no longer experiencing them.